Event description:
It was reported the device was being used in a low anterior resection. It was reported that the staples of the pt side would not form at all but cut. It was reported the distal side was ok. Procedure was converted to colostomy.